Event description:
While customer was troubleshooting for his new insulin pump, he mentioned that his old insulin pump had a blank display. He tried many different batteries, but the issue persists. Customer is unable to troubleshoot since he did not have the device with him. Customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.